Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that significant difficulty connecting to the near port. Upon closer inspection by her she has noticed on more than 4 different occasions that the thread/casing of the nearport is cracked. Xxxxx describes significant difficulty connecting to the near port. Upon closer inspection by her she has noticed on more than 4 different occasions that the thread/casing of the nearport is cracked."

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.